Event description:
A report was received that a patient's ipg was sitting too deep in the pocket site and could not be charged. The patient underwent a pocket revision procedure to move the ipg to a new pocket site. The patient is reportedly doing well following the procedure.